Event description:
It was reported that when a device was used during a colectomy, the device fired without incidence. When the air test was performed, air bubbles were apparent from one corner of the anastomosis. Upon inspection, surgeon noted that one staple was missing. Surgeon reinforced anastomosis with 3.0 silk and finished procedure. There were no consequences to the pt.